Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a male sling procedure on (B)(6) 2013 and a topical skin adhesive was used. While attempting to dispense the product, a glass shard penetrated the ampoule. A like device was used to complete the procedure. There were no adverse patient consequences.